Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported receiving a false positive result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22687k, reader sn (B)(4)). Prior to obtaining the false positive result, customer performed two cue tests (one on (B)(6) 2022, one on (B)(6) 2022) and obtained two negative results. Customer performed three rapid antigen tests (unspecified brand) over three consecutive days following (B)(6) 2022, which all provided negative results. On (B)(6) 2022, customer performed an additional test with the cue reader and obtained a negative result. On the same day, a confirmatory pcr was performed which provided a negative result. Customer reports beginning paxlovid treatment.